Event description:
Re: valleylab force fx esu's. Seven-7-with error code 16 fixed, calibrated with three-3-returned and four -4-on engineering hold at valleylab. Six had faulty touchpads replaced. One shorted relay which extremely overheated and charred the relay - awaiting parts. Over 50% -14 of 24- units purchased three years ago have been repaired or are pending repair since march, 2005. No pt injury